Event description:
In 2001, the facility's rn/or informed the manufacturer's (MFR.'s) sales representative of the following: physician attempted to flush the device prior to insertion into patient and device catheter would not flush. No further details are available.